Event description:
Instrument malfunctioned causing inconsistent staining result. Two exact same breast tissue sections were on the same slide to be stained for estrogen receptor. The section on the top part of the slide stained strongly (B)(6) and the section on the bottom of the slide was completely negative. The instrument failed to alarm on the malfunction. This event is being reported in conjunction with the event reported with pt identifier (B)(4).